Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged, the patient suffered severe metal poisoning and metallosis, metal debris within the joint space, pain and other permanent injuries as a result of the implanted asr hip.

Event description:
**Update** (B)(4) 2013-sales rep reported revision procedure. Part/lot information was identified. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/18/16 medical records received. Medical records reviewed for MDR reportability. Primary surgical report noted patient lost 700ml of blood during procedure. Revision surgical report noted patient had chronic pain, a bit of an effusion with evidence of metallois, soft tissue reaction to metal, taper noted to have corrosion, stem with corrosion, evidence of impingement anteriorly on femoral stem, some evidence of wear on cup and a cyst on the anterior wall of the acetabulum. Taper sleeve and stem added to complaint for corrosion and impingement. The complaint was updated on: may 6, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.